Event description:
It was reported that during the use of the device for a pre-cardiopulmonary bypass procedure, the sternal saw motor fell apart. The user facility's biomedical engineer (biomed) brought the unit to the biomed shop and said the bearing were falling out of the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.